Manufacturer narrative:
D.9 updated as the console was returned for investigation. The investigation was completed. The console was returned for investigation. The logs confirmed the reported complaint. A controller error occurred due to the optical bench ambient pressure being out of range. Real time logs revealed that the controller error was triggered when the ambient pressure dropped below approximately 550 mmhg, and that the controller error was automatically cleared when the ambient pressure rose back above approximately 550 mmhg. The console¿s optical system is designed to perform ambient pressure compensation for ambient pressure between approximately 550 mhg and 825 mmhg, and the observed behavior for the reported complaint matches this expected behavior. The triggered controller error was expected based on the ambient pressure at which the console was being used. There was no evidence of a device malfunction. The consoled was received and investigated. The optical system was tested and confirmed to be working correctly. There was no evidence of a device malfunction. There was no issue found during the case. The device functioned/operated to specification. A.3 revised as information was inadvertently omitted from the submission of the initial manufacturer device report number 1220648-2024-11830. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-11830 and should not have been.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility biomedical department reported that the automated impella controller (aic) had a controller error. The console was removed from service. No patient harm was reported.